Event description:
It was reported by the customer, a routine microbiological culture was performed on the evis exera iii gastrointestinal videoscope. On (B)(6) 2022, all channels tested positive for greater than one hundred (100) colony forming units (cfus) of gram-positive bacilli. On (B)(6) 2022, all channels tested positive for sixty-three (63) cfus of gram-positive bacilli. There was no contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The cleaning, disinfection, and sterilization (cds) of the scope was performed by the customer. There was no patient infection. The automatic endoscope reprocessor (aer) was not cultured/tested. The air/water channel was flushed with enzymex l9. There was an aspiration of water through the instrument/suction channel as well. The instrument/suction channel, suction cylinder, and instrument channel port were manually cleaned with enzymex l9 detergent and a vytil nova'clean brush (ref # kit/double cleaning brush for endoscope). The scope was not manually disinfected. The aer used was an olympus etd 4 along with endodet detergent and endodis disinfectant. The scope was stored in a plasmatyphoon. The maintenance of the scope was performed by olympus. The scope was not sterilized. The subject device has been received and is currently in the evaluation process. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on third party testing results, the device evaluation, and the legal manufacturer's final investigation. The legal manufacture reviewed the customer provided cds practices of the subject device and noted the following deviations from the device instructions for use (IFU): brushing was not performed for biopsy channel opening at manual cleaning. The following were the culture test result by the third-party labs via olympus: sampling from: all channels. Cfu: 3cfu. Bacterial identification: micrococcaceae, coagulase-negative staphylococci. The device was evaluated where no abnormalities were found that could have led to the positive culture. A few defects were noted where: insertion part / connecting tube is buckled; switch section / switch 1 has wear and tear; insertion part / bending tube angulation not within specification. However, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the same germs were not detected. The following is included in the device IFU: "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.